Manufacturer narrative:
The heartmate 3 left ventricular assist system was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 left ventricular assist system was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 left ventricular assist system is (B)(4). Approximate age of device - 1 year and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient developed symptoms of tenderness, erythema, and induration of abdominal soft tissue near driveline site. Pain progressed rapidly and patient was sent to the ER on (B)(6) 2017 after a clinic visit and was admitted to the hospital due to redness, purulent drainage from driveline exit site and pain. Cultures tested positive for staph aureus and the infection extended 10-12 cm from the driveline exit site. On (B)(6) 2018, a driveline revision was completed. The patient was prescribed doxycycline 100mg for 30 days. The patient was last seen (B)(6) 2018 and doing well

Manufacturer narrative:
The heartmate 3 left ventricular assist system was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# g140113. FDA approval for heartmate 3 left ventricular assist system was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 left ventricular assist system is (B)(4). Manufacturer narrative: a correlation between the device and the reported driveline infection could not be conclusively determined. The heartmate 3 left ventricular assist system instructions for use lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 left ventricular assist system, and no further events have been reported at this time. The heartmate 3 lvas instructions for use, lists infection (driveline, local, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The manufacturer is closing the file on this event.